Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this right atrial lead, a heart wall perforation was reported. No additional surgical intervention was required. To date, the lead remains implanted and in service with no additional adverse complications.